Manufacturer narrative:
Device received with cracked and bleeding lcd glass. Device received with minor scratched display window, cracked battery tube threads, broken reservoir tube lip and unit received with dog chew marks. (B)(4).

Event description:
Customer reported via phone call that the dog had chewed on the device. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.